Event description:
Codman has received additional info concerning this event. According to the international affiliate, the valve was explanted and disposed of by the hosp.

Event description:
International affiliate reports overdrainage of cerebrospinal fluid with implanted valve that was set at 200mmh20. It is not known if the valve was explanted.